Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
This spontaneous report was received on (B)(6) 2026 via phone from a 19-year-old female consumer in association with waterproof bandages refill pack. The consumer had no underlying medical conditions. She had no known allergies and was not taking any concomitant medications. On (B)(6) 2026, the consumer applied one of the large waterproof bandages on top of a mosquito bite on her upper thigh area. She left the bandage for approximately eight hours and experienced skin peeling while removing the bandage. She subsequently applied a breathable bandage and an unspecified antibiotic treatment to the area. The area was warm and the antibiotic ointment helped ease the discomfort after a couple of hours. Her primary care physician was not aware of the event. No additional information was provided.